Event description:
It was reported that a spectrum infusion pump was alarming system error 105. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through history log) but did not reproduce the system error 105. The reported symptom was caused by a failed motor (seized). The failed motor assembly was replaced.